Event description:
As reported by the edwards clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure the patient developed complete heart block and a peri-membranous rupture from a pre-existing pin-hole vsd and expired. Per the report received, successful balloon aortic valvuloplasty (bav) was performed under rapid ventricular pacing (180 bpm). Due to the length of time it took for arterial pressure to fall below 50 mmhg the pacemaker rate was increased to 200 bpm. Systolic blood pressure post bav was 140 mmhg. The 26mm sapien valve was inserted and positioned easily across the native aortic valve. Two angiograms were performed to assess placement. The valve was deployed in a 60:40 position moving aortic during deployment with a final position of 80:20. The patient had two intrinsic beats followed by asystole. At this point the pacemaker was turn back on at 100 bpm. Post deployment systolic pressure was 45 mmhg. Anesthesia provided support with fluids, vasopressors and epinephrine. Pressure rose to approximately 100 mmhg within 60 seconds. The pacemaker was turned off to assess conduction revealing no change and was immediately turned back on at 80 bpm. An aortic root angiogram was performed revealing what appeared to be a left to right ventricular septal defect (vsd) filling the right ventricle and the right atrium with contrast. Systolic blood pressure promptly fell to < 50 mmhg. An intra-aortic balloon pump (iabp) was inserted through the left femoral artery andcardiopulmonary resuscitation (CPR) was initiated maintaining the systolic blood pressure at 75-80 mmhg. Ventricular septal occluder supplies were prepped. Ventricular fibrillation occurred requiring cardioversion x 2. Vsd was crossed using a jr4 and a .035 wire. The amplatzer septal occluder device was inserted but was unable to reach the site. Continuous ventricular fibrillation occurred and the patient was unable to be converted into a regular rhythm. This patient was determined to be inoperable and further intervention including conversion to cardiac surgery was not a viable option and the patient expired. On post procedural review of the 3d echocardiogram, a small pin hole vsd in the membranous septum was identified. An autopsy was performed the next day revealing a peri-membranous rupture. No blood or fluid was found in the pericardial space.

Manufacturer narrative:
Clarification for this case was received from the physician at the case. Per information received, it was originally thought there was a pinhole ventricular septal defect at the location of the ventricle perforation/rupture. However, the physician has indicated there was no ventricular septal defect prior to implanting the sapien valve. This information does not change the previously reported event or procedure outcome for this patient.

Manufacturer narrative:
This patient underwent transfemoral implantation of a 26mm edwards sapien transcatheter heart valve on (B)(6) 2012. The patient's history included severe aortic stenosis, diabetes, chronic kidney disease, atrial fibrillation, angina, frailty, advanced age, severe critical aortic stenosis, congestive heart failure nyha class iii, and a small contractile ventricle with an ejection fraction of 80%. Cine images for this case were submitted to edwards for review; echo was not provided. The imaging was reviewed by edwards's medical staff. Observations/impression: observations: severe aortic valve calcification, mild aortic root calcification, no porcelain aorta, no significant mac. Coaxial alignment is good. Poor image intensifier angle (iia). Positioning of valve is 2/3: 1/3 aortic and valve moved 4mm (25%) aortic during deployment post deployment aortogram demonstrates ar. Tee demonstrates severe bulky calcification on ncl / rcl and obliterated sinus (23mm vs. 26mm). Impressions: risk factors for annular rupture include severe calcification of the aortic root, obliteration of the sov, and significant valve over-sizing. The sov was obliterated based on tee (sov 26mm and aortic valve 23mm) without significant valve over-sizing (sapien 26mm in a 23mm aortic valve annulus). The valve moved 4mm aortic by cine; however, this was not confirmed by tee. Tee revealed significant canting of the valve in the aortic annulus with the ventricular posterior aspect of the valve protruding into the membranous septum. This may have lead to the complete heart block as well as localized perforation. The device remains implanted in the patient. The device history record (DHR) review of the effected valve shows the device met specifications prior to distribution of the device. Per the instructions for use (IFU) for the sapien valve, conduction abnormalities, cardiovascular injury including perforation or dissection of vessels, and arrhythmias are known complication of the transcatheter aortic valve replacement (tavr) procedure. Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease and/or conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). Risk factors for acute aortic rupture/ dissection in the tavr procedure include significant valve over sizing (i.e.=4mm) in the presence of severely calcified aortic root and obliterated sinuses. In this case, the valve was not oversized, however the sinuses were obliterated and the aortic cusps were severely thickened and calcified. In addition, training manuals note that while the sapien heart valve relies on native valve calcium to securely anchor to the annulus, despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Ventricular fibrillation is a life threatening arrhythmia that is typically a complication associated with poor ventricular function, annular rupture/ aortic dissection, or inadequate coronary perfusion. The thv training guide for rf3 cautions that vf or ischemia can occur during rapid ventricular pacing and to assure the blood pressure is high enough (>100mmhg) before starting rapid pacing. In this case, in addition to the procedure itself, the patient's significant underlying cardiac pathology (i.e. Chf, cad, valvular heart disease) likely contributed to the event. Tee revealed a calcified obliterated coronary anatomy, and significant canting of the valve in the aortic annulus with the ventricular posterior aspect of the valve protruding into the membranous septum. It is possible that this may have lead to the complete heart block as well as localized perforation. No further actions are required at this time.